Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that during a cataract surgery with an intraocular lens (iol) implantation, "foreign material was found to be adhered to the back side of iol after implanting." The foreign material was able to be removed and the iol remains implanted with no reported harm to the patient. The same event occurred within five eyes. This case is related to the second eye. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the used cartridge was returned for evaluation. Inadequate viscoelastic was observed in the cartridge. The cartridge has evidence it was placed in a handpiece. The cartridge was cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results for the presence of topcoat. Damage was observed to the interior coating on the right side of the tip (disruption in the coating) of the used cartridge. The associated lens model indicated is qualified for use with the cartridge. The associated handpiece/viscoelastic combination is not a qualified combination. Based on the review of the returned used cartridge, the reported foreign material may have been internal coating material from the cartridge tip. There did not appear to be adequate viscoelastic in the device. The directions for use instructs to fill the cartridge with viscoelastic before attempting to load the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with viscoelastic, which may result in damage or delivery issues. The manufacturer internal reference number is: (B)(4).